Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for dilatation. During procedure, the balloon was inflated at 6atm for 10seconds; however, it was noted that the balloon ruptured. The device was completely removed from the patient and completed the procedure with another of the same device. No patient complications reported.